Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model:sc-2218-70. Serial: (B)(6). Batch: 7092323. UDI:(B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief due to spinal cord stimulation (scs) lead migration. The patient underwent a lead revision procedure. No other information could be obtained.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to spinal cord stimulation (scs) lead migration. The patient underwent a lead revision procedure. No other information could be obtained. Additional information was received that the patient was doing well post operatively. Nothing added or replaced.